Manufacturer narrative:
Investigation is currently underway at nihon kohden. A supplemental report will be filed. Device has not been returned.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) goes into random communication loss. Additionally the operating system and the nihon kohden software conflicts with each other. It was also reported that this occurs randomly and only on this remote network station.

Manufacturer narrative:
The customer reported that the remote network station (rns or remote monitoring system) goes into random communication loss. Additionally the operating system and the nihon kohden software conflicts with each other. It was also reported that this occurs randomly and only on this remote network station. The customer was sent an exchange unit. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.